Event description:
The product was used during a laparoscopic gastrectomy procedure. Reportedly, the instrument was difficult to fire and the anvil disengaged. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.